Event description:
Additional information was received from a healthcare provider (hcp) indicated the start date of the intrathecal baclofen was (B)(6) 2013 and the product being used was gablofen 2000 mcg/ml at 1058.8 mcg/day intrathecally. The patient had increased spasticity unchanged with increased doses of intrathecal baclofen. The patient had increased spasticity with no abnormalities noted on any imaging and no change with dose increase. On (B)(6) 2016, the patient was seen by a physician as consultation for the worsening spasticity. She denied any medical changes as of the time of the visit. On an unspecified date, a h-reflex (h-reflex presumed) study was done and the reflex was still there. The pump catheter was replaced on (B)(6) 2016 and the baclofen was not discontinued in response to these events. The patient was not hospitalized as a result of this event. The outcome was not known. The patients medical history included illegible with secondary paraplegia and status post spinal fusion with resultant lower extremity spasticity. The patient had an accident in 2002. History also included a t11 incomplete (2013-work related) spinal cord injury and the patient was disabled. Concomitant medications and dietary supplements the patient was taking/receiving at the time included vitamin d3 (1 tab twice a week), vitamin b complex daily, norco 10-325mg (1-2 tabs every 6 hours as needed), multivitamin oral daily, prozac 10mg oral daily, lisinopril 10mg oral daily, pregabalin 100mg (oral three times day), trazadone 100mg (oral every night), hctz 25mg oral daily, topamax 50mg (oral twice a day), ibuprofen 600mg (oral every 6hrs), and vesicare 10mg (oral twice a day).

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient experienced increased spasticity and it was unknown if any environmental/external/patient factors may have led or contributed to the issue. A dye study was done (B)(6) 2017 and the catheter aspirated easily and a nice mylogram was seen. No interventions or actions were taken. Surgical intervention did not occur and was not planned. Patient status was alive - no injury and the issue was resolved.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacture's representative regarding a patient receiving unknown baclofen at a dose of 1058 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient experienced worsening spasticity in the lower legs. The patient legs would just start going with spasms over the last 4 months. The spasms caused rubbing and blisters on the patient's feet. The patient is scheduled to have the catheter replaced tomorrow. Patient's medical history stated the patient had a work related t11 incomplete spinal cord injury in 2013. A review of symptoms was performed and all test came back negative.

Event description:
Additional information was received from the manufacture's representative stating h-flex study was performed and the reflex was sti ll there. There was no cause of the spasticity and the resolution of the issue was unknown. Healthcare provider replaced the spinal segment and cut the old catheter resulting in csf flow. A 0.01 ml prime was also performed to check the pump and it was found to be patent so no dose change was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.